Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate a balloon. During pretest, when the user injected water by a syringe, the balloon inflated asymmetrically. However, there was no water leakage. Next, the user tried to deflate the balloon passively, but it took about 20 seconds longer than usual. It was confirmed that the syringe was inserted as usual, not strongly and not deeply. As a result, the device was not used because it took more time than usual to deflate a balloon.per additonal information, the deflation time was changed from "20 seconds" to "1 minute". (B)(6) 2019.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 100:0. This failed to meet specifications, which state the concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The deflation was timed, and completed deflated in 56 seconds. Active length of the catheter balloon was measured (0.6925") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate a balloon. During pretest, when the user injected water by a syringe, the balloon inflated asymmetrically. However, there was no water leakage. Next, the user tried to deflate the balloon passively, but it took about 20 seconds longer than usual. It was confirmed that the syringe was inserted as usual, not strongly and not deeply. As a result, the device was not used because it took more time than usual to deflate a balloon. Per additional information, the deflation time was changed from "20 seconds" to "1 minute". (B)(6) 2019